Event description:
It was reported that during a da vinci s surgical procedure, the wires at the tip of the megasuturecut needle driver instrument were observed to be broken and frayed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idler pulley. The idler pulley spun freelyp; however, it had damages on the edge and on the surface. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged.